Event description:
A physician was using a gelmark ultra during a breast biopsy procedure with a mammotome biopsy device. The physician experienced difficulty when they deployed the pellets. Upon removal of the applicator from the probe they observed that the tip had sheared off. There were no pt adverse effects.